Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken to replace the ipg on (B)(6) 2026 to address the issue.

Manufacturer narrative:
Date of event is estimated.